Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na,

Event description:
It was reported that on (B)(6) 2021 the patient had a 3.25x38 mm and 3.5x15mm xience sierra stent implanted. On (B)(6) 2021 the patient was re-hospitalized due to other cardiovascular symptoms and other postprocedural disturbances. The type of treatment was balloon angioplasty and the final patient outcome is unknown. No additional information was provided.